Manufacturer narrative:
(B)(4). Concomitant medical products: dil cath: voyager nc 2.5 x 8 mm, guide wire: runthrough, sion, guide cath: launcher 6 f ebu3.5 sh, stent: xience v 3.5 x 23 mm, 2.5 x 12 mm. (B)(4) - incorrect prep. The 2.5 x 8 mm voyager nc is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted blood and contrast visible in the loosely folded balloon and inflation lumen, consistent with preparation and a rupture while in the patient anatomy. There was a kink in the shaft 11.4 cm proximal to the proximal balloon seal and multiple bends through out the entire length of the hypotube. Since this damage was not reported in the incident information, the kink and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator filled with water was used in an attempt to inflate the balloon to the rated burst pressure when it was observed that fluid was coming out from a longitudinal rupture in the balloon 1 mm proximal to the proximal balloon marker and extending distally, for an entire length of 5 mm, confirming the reported rupture. There were no scratches found. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy analysis determined the balloon failure may be attributed to mechanical damage to the outer surface. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified lesion such that the balloon ruptured upon the first inflation at 10-12 atmospheres which is below the rbp. It was reported the balloon was not soaked prior to use. It should be noted the voyager nc instructions for use states to submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. If the surface of this device becomes dry, wetting with heparinized normal saline will reactivate the coating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that coronary angiography revealed a lesion in the left anterior descending artery and the diagonal. The lesion was crossed with a non-abbott guide wire. Pre-dilatation was performed with a 3.5 x 15 mm voyager nc, several times and a 3.5 x 23 mm xience v was successfully implanted. The guide wire was exchanged for another non-abbott guide wire that crossed the lesion in the diagonal. After pre-dilatation was performed a 2.5 x 12 mm xience v was implanted successfully. Next, a kissing balloon technique (kbt) was performed with voyager nc balloons, a 3.5 x 15 mm at 10-12 atmospheres and a 2.5 x 8 mm at 8 atmospheres; however, both balloons ruptured. There was no resistance during advancement and retraction of the balloons in the patient. The balloons were not soaked prior to use. The balloons were exchanged for a 2.5 x 12 mm non-abbott balloon and a new 3.5 x 15 mm voyager nc and kbt was performed and the procedure was considered successful. No patient effects were reported. No additional information was provided.